Manufacturer narrative:
One cadd solis vip pump was received with a bubbled downstream occlusion sensor (dso) seal. The event history log was reviewed and there were multiple "system fault 45986" messages. A functional check was performed and the issue was able to be confirmed. The pump displayed an error code 45986 on the screen display and. The error code 45986 indicates a problem with watchdog_occurred_unseen_by_mp. It was determined that the microprocessor board was defective due to fluid ingression and the cause of the issue. Therefore, the microprocessor board will be replaced.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump had an error code 45986. The issue occurred during testing and there was no patient involvement.